Event description:
A male underwent initial aaa repair in 2007. One main body graft, two iliac leg grafts, and one main body extension graft were placed. Then on approx seven months later, three more main body extensions were placed due to a distal type I endoleak (refer to 1820334-2007-00320). In 2008, preliminary non-IV contrast CT images were obtained at 10mm intervals through abdomen and pelvis. Dynamic IV contrast helical CT images were then performed and multiplanar reconstructions were generated. Correlation was made with the previous study done in 2007. The aneurysm sac showed interval increase in size from approximately 85mm on the same day to approximately 95mm in 2008. There was no other significant change. Small infarct involving posterior aspect lower pole right kidney is unchanged. No solid renal tumor or hydronephrosis is detected. Patient was admitted on four days later, and underwent repair of the type iii endoleak from the junction of the left iliac limb. One iliac leg graft was placed with a one stent overlap. Images were acquired over the abdomen using digital subtraction angiography. Additional views at different angles were performed. One of the views included the graft. No endoleak was identified. Patient was discharged home in stable condition.

Manufacturer narrative:
Evaluation: still under investigation.